Event description:
It was reported that 5 month after the first implantation of a gamma nail, the nail broke. After an unanticipated revision and a second implantation of a longer gamma nail, this nail broke again.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If device or add'l info becomes available, a supplemental report will be issued.